Event description:
A vial was spiked with vial protector lot 2502409, and diluent was drawn up in a separate syringe. An injector was added to the syringe, and then attached to the vial protector. The diluent would not move from the syringe. The injector was removed from the vial protector and tightened, then reattached. It still would not push through. A new injector was placed on the syringe, and it still would not push through. The vial protector was then removed, and there was some fluid on top of the vial. A new injector was placed on the vial, and the diluent was able to be pushed through into the vial.